Manufacturer narrative:
Product not returned to manufacture

Event description:
Dr indicated golden screw fracture. Screw was removed and placed a new screw.

Manufacturer narrative:
The reported screw fracture has been confirmed through visual inspection. Visual inspection, DHR review, complaint history review, and nc review did not provide indication of a manufacturing deviation. Although a definitive cause has not been determined, the occurrence of similar events will continue to be monitored. (B)(4)